Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix was able to be extended/retracted and extension and retraction turns are within specification.

Event description:
It was reported that during the implant, the helix took too many turns to extend and retract. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.